Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore, it will not be returned. Device remains implanted.

Manufacturer narrative:
Based on review of additional analysis of the complaint information determined this event would not be likely to cause or contribute to death or serious injury. Deficiency of the device found by the user prior to its use.

Event description:
It was reported by the heartware field representative that during the implant surgery and after the graft was attached to the pump; the screw on the strain relief would not thread and close. Another accessories kit was opened and a new strain relief was used. The screw for the new strain relief functioned as expected. There was no reported patient injury as a result of this event.